Manufacturer narrative:
Anticipated procedural complication. Additional information was received that the patient suffered form elevated blood pressure twenty three days post procedure that was treated with medication (type and dose were not disclosed). The event was resolved the same day with no residual effect, the physician related the event to an undisclosed pre-existing medical condition and the stents implanted during the index procedure. The same day the patient suffered from dizziness that the physician related to an undisclosed pre-existing medical condition, the implanted devices, the target aneurysm and the procedure. The cause of the dizziness was not disclosed and medication was given to treat the symptom. No other information has been provided with regard to this event. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
At 142 days after the successful stent assisted coil embolization of a basilar tip aneurysm, the patient suffered and ischemic stroke. This was treated with medication (type and dose were not provided) and hospitalization. The stroke was considered resolved the following day with the residual effect of mild double vision. The physician related the event to a pre-existing condition, no details were provided as to the pre-existing condition, and the stents implanted in the index procedure. The physician did not allege any relationship to the coils implanted.

Event description:
At 142 days after the successful stent assisted coil embolization of a basilar tip aneurysm, the patient suffered and ischemic stroke. This was treated with medication (type and dose were not provided) and hospitalization. The stroke was considered resolved the following day with the residual effect of mild double vision. The physician related the event to a pre-existing condition, no details were provided as to the pre-existing condition, and the stents implanted in the index procedure. The physician did not allege any relationship to the coils implanted.